Manufacturer narrative:
On 6/7/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that patient underwent bilateral removal and replacement as follow: left with catalog number 3502501bc, serial number (B)(4), lot number 7516445, and right with catalog number 3502501bc, serial number (B)(4) and lot number 7544330. The lot number is 02050. Concomitant products: left- catalog number 3542650, lot number 02050. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: left unknown mentor saline device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile 325cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the doctor. As a result, patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
On initial report there is an error for the usage of device which the correction is initial use of device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. Product evaluation team discovered a rent measuring approximately 1.5 cm located on the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. Also was noticed parallel lines of shell wear and areas of siltex cracking, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).